Event description:
The initial attorney report alleged erosion, internal bleeding, pain and suffering, additional surgical intervention, explant defective mesh. The following is based on the medical records provided by the patient's attorney: (B)(6) 2006 - patient underwent posterior perineoplasty. One modified kugel patch and one pelvisoft mesh were both used for this procedure.

Manufacturer narrative:
Initially, one event was reported to bard medical device by the patients' attorney. However, review of the medical records showed there to be a modified kugel patch implant. Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records provided indicate that the patient underwent posterior perineoplasty in which a modified kugel patch and a bard pelvisoft were placed. There was no operative reports provided for this procedure. No medical/surgical history was included in the medical records, the patient's clinical course is not known beyond this time. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, the medical records indicate that the mesh remains implanted. With the currently available information, no additional conclusion(s) can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1018233-2012-00201 for information related to the bard pelvisoft implanted on (B)(6) 2006.